Event description:
It was reported that the patient had inadequate pain relief despite reprogramming. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) and leads were replaced. The patient was doing well postoperatively and the explanted device components were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079819/7079541.